Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver shut itself off on (B)(6) 2016. Patient's mother performed a reset of the receiver and it turned on. No injury or medical intervention was reported. The complaint device was returned for evaluation. A follow up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported receiver shut itself off. Patient reset the device and the receiver turned on. The complaint device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log confirmed the reported event of the receiver shutting itself off. A root cause could not be determined.